Event description:
This is a solicited case report received from an investigator in (B)(6) on 23-nov-2015 which refers to a (B)(6) female patient who was involved in an observational company-sponsored study, study number: (B)(4). Study description: study enquete success ii, essure ess305 is a non-interventional, multicenter, prospective, epidemiological study with the aim to determine the rate of predictive factors for successful bilateral placement and the final efficacy of the essure permanent sterilization method, as measured by the absence of pregnancy. Patient number: (B)(6). Center number: (B)(6). The patient's medical history included 1 child and 1 c-section delivery. During consultation she mentioned she had menstrual pain. Prior to essure insertion, her uterine cavity condition (endometrium) was normal, her uterus was not retroverted. She had a negative beta hcg test. Essure was inserted on (B)(6) 2008; she was pre-medicated with benzodiazepine. During the procedure, no anesthesia was used and the duration of the procedure was 4 minutes. The insertion of the catheter was easy on both sides. The patient did not have pain during insertion of both devices. Bilateral placement was successful. The patient had post-procedural pain. At 3 months confirmation test, the patient had no pain/cramps or bleeding. She used condoms as back up contraception. On (B)(6) 2008, radiography was performed and showed symmetric devices and the 4 markers well placed on both sides. An ultrasound was also performed and showed inserts seen from the cavity to the horn on both sides. The hsg (hysterosalpingogram) was not done. The diagnostic of control examination was good insert position on both sides. One year after essure insertion the patient was very satisfied; there were no complication, no incident and no regret from the patient. Two years after essure insertion the patient was very satisfied; there were no complication, no incident and no regret from the patient. Five years after essure insertion, it was reported that hysterectomy was performed. Follow-up information from 22-dec-2015: hysterectomy was performed due to menometrorrhagia nos. Hysterectomy was not performed in the service of the investigator. The information was given by the patient when she was called on (B)(6) 2014 for the five years follow-up. Product technical complaint (ptc) investigation and final assessment were received on 12-jan-2016. The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Follow up information received on 13-jan-2016: (B)(4). The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 18-jan-2016 for the following meddra preferred term: menometrorrhagia. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, study case report refers to a (B)(6) female subject who was involved in an observational company-sponsored study (study number: (B)(4)). She had a hysterectomy five years after essure (fallopian tube occlusion insert) insertion due to menometrorrhagia. The reported event is listed according to essure's reference safety information and was considered serious due to its medical importance. In this particular case, the subject had essure inserted without difficulties and no complications, incidents or regrets were reported at 12-months and 2 years follow-up. At the 5 years follow-up, patient informed that a hysterectomy was performed due to menometrorrhagia. After essure insertion, menses pattern changes may occur. Although the patient had not complained of menometrorrhagia until the 5-year follow-up, given the nature of the reported event and in the lack of an alternative explanation, causality with the suspect insert cannot be excluded. This case was initially regarded as non-incident, and was upgraded to incident upon receipt of follow-up information clarifying the reason for the hysterectomy. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.